Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the initial implant procedure, loss of pacing was noted on the right ventricular (rv) lead. The rv lead was explanted and insulation damage was observed. The rv lead was replaced to resolve the event. The physician considered the prolongation of the procedure to be clinically significant. The patient was in stable condition.